Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a few hours following an implant procedure, it was observed during a routine check that the right ventricular lead's pacing lead impedance was high and capture thresholds were elevated. The physician believed a possible right ventricular lead dislodgement had occurred. Since the patient was dependent on ventricular pacing, the patient was taken back to the lab and a procedure to replace the lead was completed on the same day. The patient did well during the procedure, was stable with no complications and was discharged.